Manufacturer narrative:
The customer's allegation of "rip/tear on the insulation on the inside of the cord" was confirmed and was due to damaged cable. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a rip/tear on the insulation inside the cord. The issue was found during assembly inspection after a diagnostic cystoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.